Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient reported that the garment was rubbing her skin raw. The patient's nurse confirmed that the patient's skin was not broken. The patient's physician advised the patient to apply lotion to the irritation. The patient removed the lifevest to allow the irritation to heal. The medical outcome of the irritation is unknown.